Manufacturer narrative:
B2: infection b3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was the caller reported the patient had the device implanted on (B)(6) 2026, and developed an infection in the left pelvic area, with fluid in the left pelvis, where the ins site is. The caller did not know when the infection started, but the infection was detected via CT scan. The CT scan was done on (B)(6) 2026. Reviewed MRI the patient was redirected to their healthcare provider to further address the issue.